Event description:
It was reported that, "5.5mm tap broke in half in the pedicle. Parts were pushed forward and left in the body. Worries include chance of metal-reaction between tap and screw implanted. Very little of the screw was touching the small tap fragments, but some was. Size 2 blade bent and was damaged beyond use with the persuader. Some 6.5x40mm screw tab holders broke off making persuading impossible. Implant was left in and cap was able to be placed."

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.